Manufacturer narrative:
Battery failed to operate because of thermistor failure. After replacement all tests were normal and alarms work fine.

Event description:
When pump is on and plugged into the wall with an ac adapter it works when you unplug the adapter the pump will reset and show different values for tare/dose than previously programmed.